Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) flow regulator sets were leaking at the drip rate regulator. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in september 2020. H10: one (1) actual sample was received for evaluation. The remaining two (2) samples were not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity and under water leak testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.